Event description:
It was reported the patient was admitted to the hospital due to bradycardia. The EKG showed no pacing spikes. A subsequent pacemaker check revealed telemetry failure. No output was also indicated. The patient's medical record indicated that the device was checked in (B) (6) 2009, with a minimum 1 year remaining longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.